Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the patient that there are days where it seems like he is looking through a film which goes away on its own after a few hours, and the eye fogs up for an hour or two after a hot shower. Information was also provided by medical records personnel that the patient underwent photorefractive keratectomy approximately three months following the initial procedure. Additional information was provided by a certified ophthalmic technician that the initial procedure was a complex cataract surgery due to floppy iris syndrome. On postoperative day one, a large amount of retained cortical and nuclear material was present. There was no mention of a capsule rent. Two days later, a pars plana vitrectomy/lensectomy was performed by a different surgeon.

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the patient did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that during a cataract extraction with intraocular lens (iol) implant procedure, there was a rent in the posterior capsule which required a vitrectomy two days later to remove debris from the eye. Shortly thereafter he had a lasik procedure to correct some astigmatism. His distance vision fluctuated during the first year with the new lens, and after the first year, distance and reading vision were deteriorating. He was treated by the surgeon for a year with punctal plugs and a cyclosporine ophthalmic emulsion to moisturize the eye. He was referred to a specialist who could find nothing causing the problem. Four years later, and he still cannot see out of left eye, and two ophthalmologists have been unable to prescribe corrective lenses that work reliably. He is retired now, and he is seldom able to pick up his golf ball's flight because his leading eye is so bad. Also, he has to read almost everything on a computer screen where he can enlarge the type in order to read it. Additional information was requested.